Event description:
It was reported that during a laparoscopic cholecsystectomy, the clip applier fired clips out of the end of the instrument immediately after a clip was deployed. Unable to close jaws correctly as some clips were not sitting correctly. Another clip applier was used to complete the case.